Event description:
Multiple events of rubber dam clamps a-style breaking while in pt's mouth. Near aspirations in spite of tying with floss. Dentsply has not responded to this hazzard to pt safety despite numerous inquiries by rptr's product rep. "Products should be recalled until problem corrected".